Manufacturer narrative:
(B)(4). A third party field service technician went onsite and evaluated the device. No problem was found with the device that was tested for five days with temperature @ 9.8 degrees. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported overheating on the lap top ventilator 1150. At this time, there is no information regarding patient involvement associated with the reported event.